Manufacturer narrative:
The customer's complaint of a tubing disconnecting from the access port could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump tubing is disconnecting from the midline access port (microclave clear) but still remains a closed system. The disconnection is occurring at least 2 days into the infusion. This is file (4 of 4).